Manufacturer narrative:
(B)(4). Report source, foreign- (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that articular surface trial broke in half during surgery. No debris was retained in patient and all pieces have been retrieved. There was no delay in surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product was returned for evaluation. Event is considered confirmed based on the visual evaluation of the returned part and the photos provided. Visual examination indicates that the device exhibits signs of repeated use and has fractured off. Dimensional examination indicates that the device conforms to the measurable print specifications. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.